Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The field service engineer replaced reservoir tubing and a liquid level detection rod. Performance testing passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 60.1 pg/ml. The sample was repeated three times, resulting in values of 41.5 pg/ml, 36.4 pg/ml, and 36.4 pg/ml.